Manufacturer narrative:
No patient involvement was reported. Additional product code: kwq. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection of the devices, it was noted that the stardrive screwdriver shaft is bent at the tip. The interlock screwdriver is also bent at the tip and will not hold a screw. The wood overlay on the cannulated hexagonal screwdriver is crumbled around the metal shaft. No patient or surgical involvement was reported. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number: 314.467; synthes lot number: 6287628; supplier lot number: n/a; release to warehouse date: april 02, 2010; expiration date: n/a; manufactured by synthes monument; no nonconformance records (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: customer quality investigation- the following investigations were performed: damage (appearance not as expected): the returned device was examined and it is observed that the returned screwdriver tip was bent at its tip portion in the direction of screw insertion. No new issues were identified. The complaint description agree with the complaint condition and the complaint condition was confirmed. Relevant drawings top-level drawing were reviewed and no design issues were identified. Dimensional analysis could not be performed due to significant post-manufacturing damage. Review of the device history record showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. While no definitive root cause could be determined, it is possible that the device encountered unintended forces during usage could have contributed to this complaint condition. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.